Event description:
Philips received a complaint from the customer on the v60 indicating that they were unable to boot up intermittently. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they were unable to boot up intermittently. The repair is pending. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
H10: the customer called in to report that they were unable to boot up intermittently. A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the power management (pm) printed circuit board assembly (pcba) to resolve the issue. The fse replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.